Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error during prime. Customer's blood glucose was unknown. Customer stated he had the device in his pocket and hit it against the table. Customer stated he was in the hospital but during every test customer was disconnected from the device. Customer was unable to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.